Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, lot# 0210492298, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. Implant dates and the lead lot number were provided, and it was noted that an extension was not used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The event was assessed as unlikely related to the device or therapy and implant procedure.

Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_ext, product type extension.

Event description:
Information was received from a foreign healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) . It was reported that there was a wound infection to the spinal wound. The patient was seen by the general practitioner and was given a course of antibiotics. The patient was reviewed in the clinic in (B)(6) 2017 and the wound showed a small sinus which the patient reported a leaky bloody fluid on (B)(6) 2017. A further course of antibiotics was prescribed. On (B)(6) 2017, the patient was reviewed in the clinic and the doctor gave additional weeks of a course of antibiotics to take. The wound healed with no exudate. The blood tests were all within normal limits. The event resolved without sequelae. The event was possibly related to the device or therapy and implant procedure. The event was specifically related to the lead/extensiontract.